Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics assembly. The device was received with moisture damage on the motor, battery tube, vibrator and keypad assembly. Customer was unable to perform the displacement, rewind, basic occlusion, occlusion, excessive no delivery, watchdog timeout alarm and current tests due to blank display. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Customer advised they did not wear the insulin pump for 5 days. Troubleshooting for the motor error on the insulin pump was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.